Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(6). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. We are moving forward with this complaint without product return. If the device is returned later, we will investigate the complaint further at that time. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of manufacturing records cannot be performed without product identification. Device is used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : product is unknown.

Manufacturer narrative:
(B)(4). G2 - foreign: the united kingdom. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. H3 other text : device location is unknown.

Event description:
It was reported that the patient underwent a total hip arthroplasty and approximately 17 (seventeen) years later a revision surgery was performed due to a large amount of osteolysis and massive bone loss ¿like a pseudo-tumour¿. Due diligence is in progress for this complaint; to date no additional information or product has been received.